Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had buttons are not working. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that they was to change the battery, and still having the same problem, center button was unresponsive have to push it several times to get it to work. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was a response from a buttons. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that battery life was halfway, show yellow battery icon. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify numbers ramping anomaly due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.